Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were witnessed. It was noted that the physician performed a biopsy prior to the procedure. There were no patient complications reported in relation to this event.